Event description:
It was reported that the patient was not getting adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.